Event description:
Litigation papers allege the patient has suffered symptoms including, but not limited to, chronic inflammation, pain and general discomfort of the hip. ***update*** (B)(4) 2011 plaintiff's preliminary disclosure (ppd) received (B)(4) 2011. Changed unk asr hip to asr cup added femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/27/2014 - medical records received. Upon revision, acetabular loosening, stem loosening, and rust colored clear synovial fluid were noted. The stem is being added to the complaint. This complaint was updated on: 09/11/14.